Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the directional flow label was missing. Evaluation confirmed through observation and the flow label was replaced.

Event description:
During baxter's functionality testing of a spectrum pump the device was found to be missing the directional flow label. There was no patient involvement.